Event description:
Pt was scheduled for d&c hysterectomy, thermal ablation with novasure device, laparoscopy. During the procedure after deployment of the novasure device, the obgyn surgeon noted that the uterus demonstrated 2 perforation sites with surrounding white blanched tissue consistent with thermal tissue injury. These 2 perforation sites were at the uterine fundus area adjacent and medial to the fallopian tubes, and were bleeding slightly. The obgyn/surgeon consulted general surgeon intraoperatively. Upon general surgeon assessment, it was determined that there was a focal 8-10 mm slightly blanched site on the surface of the sigmoid colon as well as on the left pelvic sidewall below the level of the ureter, consistent with superficial thermal effect. Upon recommendation by the general surgeon, the case was converted to a laparotomy with pelvic exploration, total abdominal hysterectomy, left salpingo-oophorectomy, and colonoscopy. No colon perforation or add'l damage was noted. The obgyn/surgeon felt that the novasure device functional improperly by passing the pressure test when the uterine perforations should have caused it to fail the pressure test, thereby alarming and halting the procedure. He also felt that the device should not have caused thermal damage to the external uterus, bowel, and pelvic wall. It was noted that during the hysterectomy procedure, the uterus was very boggy and torn quite easily. This could have been a contributory factor. The product info supplied is for the novasure units only, the suresound (impedance controlled endometrial ablation disposable device kit) was not available for review. We have 2 novasure devices, staff unsure as to which one was involved. Both sent to hologic for evaluation. The second device info is: sn (B)(4), model rfc2010-115.